Event description:
It was reported that during surgery, a 0.3 ml priming bolus was programmed. When the pump was updated 3-4 drips came out and then nothing for approx 12 minutes. There also was an unspecified change in therapy effect. The pump was replaced and the old one taken by the hospital for pathology. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B)(4).